Event description:
It was reported that while using bd vacutainer® serum / cat blood collection tubes there was a missing component of product. The following information was provided by the initial reporter: this report is about damaged shield. The shield was found to be damaged before use. The rubber stopper in the center of the shield was missing.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). H.6 investigation summary. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for scuff on product and improper assembly was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of scuff on product and improper assembly were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes scuff on product and improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.